Manufacturer narrative:
Evaluation summary: balloon was returned partially inflated. Upon visual inspection, there was no detachment of component. The stent was not present on the balloon and did not return for analysis. Crimp impressions were not visible on the exposed balloon surface. The balloon folds were partially expanded, indicating inflation occurred. Numerous kinks were evident on the hypotube. The balloon failed negative prep. On pressurisation of the delivery system, water was visible existing the distal tip. The balloon failed to maintain pressure. Upon visual inspection of the device a leak was observed on the inner lumen, at the balloon portion of the delivery system between the marker bands, 2.6cm proximal to the distal tip. Deformation was visible to the distal tip, with tip being uneven. The inner lumen patency was verified. (B)(4).

Event description:
During use of a resolute onyx drug eluting stent, it was reported that the device/component detached during delivery through the vessel. The lesion was pre-dilated. The break/fracture occurred at the balloon. The balloon was broken due to complex lesions and technique. The detached component was removed from patient. The stent was implanted and remains in the patient. There were difficulties during crossing through another stent. The physician advised that further information was unavailable due to medical confidentiality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.